Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device's screen was unreadable. The manufacturer's investigation is not complete.  A follow-up report will be submitted when the manufacturer's investigation is complete.